Manufacturer narrative:
Device evaluation summary: device eval of monitor sn (B)(4) has been completed. The reported problem (battery pack is unable to fit in the monitor) has been confirmed. Upon eval the battery connector (j1) on the defibrillator board was found to be damaged, preventing the monitor from powering up. The root cause of the damaged battery connector cannot positively be determined but was likely due to excessive force when the battery was mated with the monitor. No adverse event resulted from the broken battery connector. The pt was issued a replacement monitor.

Event description:
The pt service representative (psr) assisting a (B)(6) male pt contacted zoll customer support to report that the batteries were too snug in the monitor. The pt was issued a replacement monitor.